Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and reviewed the logs. The high powered display central processing unit was replaced, resolving the reported complaint.

Event description:
The hospital reported the unit went into a system failure during boot-up. There was no reported patient involvement.